Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and multiple issues with the pump. The customer reported hyperglycemia was treated with hospitalization. The event involved products mmt-332a, mmt-7841zn, mmt-7040a, mmt-1884, and mmt-242a. Troubleshooting was not performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-332a, mmt-7841zn, mmt-7040a, and mmt-242a. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 89 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, peeling serial number label, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the primary svn 000320833438, unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 29-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn 000320833438, perform the history review 1 week prior to the event date 29-jul-2025 in the pump history file and found 1 stuckkeyalarm (61) on 07/28/2025, 3 battoutlimit (6) on 07/29/2025, and 3 pump error 23 on 07/29/2025. Earliest power data available per the power management tool/detail trace file is on 08/26/2025 11:35:00 pm. There was no power data available for the date of 29-jul-2025. Unable to check power data for pump error 23 and power loss alarm/battoutlimit (6) alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. On a related svn 000320540079, unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 12-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. On a related svn 000320540079, perform the history review 1 week prior to the event date 12-aug-2025 in the pump history file and found 3 lost sensor alert on 08/10/2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.8 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia) and low bgs (hypoglycemia). Unable to confirm alleged discrepancy between sg value and bg value. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.